Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/29/2015 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all of the keypad buttons responded appropriately. The complaint of unresponsive keypad buttons was not duplicated during testing. There was no evidence of contamination found under the button contacts. Unrelated to the complaint, investigation revealed a dim, discolored display and a damaged battery cap.